Manufacturer narrative:
A ge representative evaluated the system and replaced the encoder board and calibrated the collimator. The system operates as intended.

Event description:
The customer reported the system would display white images during fluoroscopy. There is no report of patient injury or death.